Event description:
The abbott sales representative reported the customer observed three occurrences of architect i2000sr error code 1007 (unable to process test, activated read failure) for the architect hepatitis b surface antigen assay, when an unknown reaction vessel (rv) lot was in use. The customer stated correct values were generated when the samples were retested. The customer's issue was resolved with a change in rv lot. The customer was asked to monitor the performance. There was no impact to patient management.

Event description:
It was reported that the device was explanted after implant duration of approximately 38.7 months, due to endocarditis.

Event description:
The customer reported the ortho provue analyzer misread sample reactions that contained mixed field reactivity. The ortho provue did not result the mixed field reactivity as dp (double population) as expected. No erroneous results were reported. A misread test result may lead to erroneous results being reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lot: lot 69683p100, device MFR. Date: 10/7/08, expiration date: na the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4), suspect medical device, lot #: correct the suspect medical device lot # from unk to lot 69523p100. The expiration date of the suspect medical device is not applicable (na). In the previous medwatch submissions, the suspect medical device was unknown. Upon further review, it was determined suspect architect reaction vessel lot numbers in use at the customer facility were lots 69523p100 and 6983p100. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon burst occurred. The unspecified lesion was located in a vessel in the right arm. The physician advanced this 8-6/5.8/75 ultra-thin sds balloon dilatation catheter to the intended location. While inflating the balloon an unspecified number of times to unspecified atms, the balloon burst. Another balloon was used successfully. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.